Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The international manufacturer's service center reported a defective touchscreen upon arrival at the international sales office, prior to being shipped to the account.. There was no patient involvement.